Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient was confused and snapped / cut the peg and j tubing in which the tubing was reconnected with a shorter peg tube. On (B)(6) 2018, the patient snapped / cut the cassette tubing which resulted in a gastric backflow into the bed. On (B)(6) 2018, the patient underwent emergency laparoscopic surgery to look for a perforation, which was not found. The patient underwent a gastric purse string procedure to prevent further leaking, an abdominal cavity washout, and started unspecified antibiotics. At the time of report, the patient recovered and was discharged home. No further information was available and further contact was denied.